Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of the treatment. Latest preventive maintenance performed on the fourteenth march twenty twenty-three, system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows nineteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for right eye was conducted about three minutes before laser fired instead of immediately before firing. Treatment for right eye was finished successfully without any issue according to logfiles. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The treatment for the right eye was not treated again on the reported treatment date. No technical root cause could be identified. As per initial report, patient moved, therefore root cause can be concluded as external, related to patient condition. If the patient is nervous and moves for whatever reason, the flap centration is not warranted, and suction may be lost. Root cause can be concluded as external related to patient movement. There is no indication of device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the irregular flap was made on the right eye of the patient. The patient moved misaligning a portion of the bed and the side cut.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).